Event description:
It was reported that this device was exhibiting premature battery depletion. The battery decreased from 4 years remaining to 5 months remaining. A boston scientific technical services consultant reviewed device data, and confirmed premature battery depletion. There were no other suspicious faults or resets stored within device memory, and therapy delivery is unaffected. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery decreased from 4 years remaining to 5 months remaining. A boston scientific technical services consultant reviewed device data, and confirmed premature battery depletion. There were no other suspicious faults or resets stored within device memory, and therapy delivery is unaffected. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The field representative indicated that this device is not available for return.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.